Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a possible battery issue had occurred. A field service engineer found that the station had completely shut down and restarted on its own, checked the bus cable for the drawers, replaced the power module, and replaced the station battery to resolve the issue. The repair was tested by powering on the medstation, and during preventative maintenance the engineer vacuumed out the e-drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had battery issue. The nurse attempted to return an epidural pump key, but the pyxis pocket displayed ¿last removed: never¿ despite the key being in hand. Customer logged into the system and used load and refill, after which the key returned successfully. When the nurse re-tested the pocket, the device displayed a ¿recover storage space¿ prompt. Guided her through the recovery, and the pocket restored normally. The nurse also reported that earlier in the day the pyxis had powered off during a medication removal. While I was present, the device again showed ¿ac power failure¿ and automatically shut down and rebooted. There were no delay or adverse events or injuries reported based on this event.